Manufacturer narrative:
Follow-up # 1(09/13/2012)-device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the test strips have passed testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay reporter contacted lfs on (B)(6) 2011 alleging inaccurate high readings on her son's one touch ultralink meter. A medical surveillance specialist (mss) was unsuccessful to get in contact with the reporter and sent a letter to obtain further clinical information. The reporter mentioned that prior to testing, her son developed symptoms of making noises in his sleep on (B)(6) 2011 at 1:30am. The mother then tested on her son's meter and obtained a 50 mg/dl and felt that his readings should have been lower. Patient woke up and was "combative" and when she tested his blood glucose on a new vial of test strips, they obtained a result in the 20's. She then treated him with food and juice. No further clinical information was provided. It would have been helpful to know the readings prior to the event, and events leading to the symptoms, diabetes regimen, normal readings for the patient and readings after treatment. Products were replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient developed symptoms prior to testing and was already in injury. Meter reading correlated with the symptoms and treatment. The complaint is being reported since the difference between the back to back readings are greater than 20% or 20 mg/dl.

Manufacturer narrative:
Serial (B)(4). 510 (k) # is k073231. The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.